Event description:
There was an allegation of a questionable result with the cobas® factor ii and factor v test for a patient sample tested on a cobas z 480 analyzer. On (B)(6) 2025, the result was wf2. On (B)(6) 2026, the result was hf2. A new sample was obtained from the patient, and on (B)(6) 2025, the result was hf2.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.